Event description:
It was reported that the customer suspected that insulin would be leaking due to the strong insulin smell in the insulin pump, and the insulin was not passing the o-rings in the reservoir. It was stated that the customer was experiencing high blood glucose of 10mmol/l. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.